Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first device clips were scissoring and the second device clips were falling off and were jamming. It is unknown if any clips fell into the patient. The second device was used to complete the procedure. No adverse consequences reported.